Manufacturer narrative:
The complaint sample has not been received at integer for evaluation. Once the complaint sample is received, an evaluation will be performed and a supplemental medwatch 3500a emdr will be submitted. Device exp/mfg date: unknown as the lot number has not been provided by the initial reporter at this time, nor has the device been returned for evaluation. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during procedure that the impactor broke at the handle juncture. No surgical delay nor any adverse events or patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete at integer for evaluation and the reported event was confirmed. The removable nose was not received with the complaint sample. The weld adjoining the offset cup impactor (oci) body and metal handle was fractured all around and the handle was loose. There were many impactions on the impaction plate, consistent with intended use. There were a few off-axis impactions observed on the metal handle and throughout the complaint sample which may have contributed to the observed fracture. Other observations: there were signs of wear in the form of scratches, nicks and gouges throughout the complaint sample; the ratchet housing weld was cracked nearly all around. The function of the ratchet mechanism and impaction could not be tested or simulated as the metal handle was no longer secured to the oci body and the removable nose was not returned. In addition, the teeth of the ratchet were worn; the returned complaint sample was etched per applicable drawings. A manufacturing review did not reveal any discrepancies. In conclusion, the reported event is confirmed as the weld adjoining the oci body and metal handle was fractured all around. The complaint sample was worn and off-axis impactions were observed that may have contributed to the fracture over time. No further investigation is required. Added lot number upon receipt of complaint sample. Device available for evaluation?: updated based upon receipt of complaint sample. Device MFR date: added upon receipt of complaint sample. Updated method, result and conclusion codes.